Manufacturer narrative:
The device remained implanted.

Event description:
The physician successfully performed a balloon angioplasty of the target left m1 middle cerebral artery 81% stenosed lesion. Post dilation, the diameter of the lesion at most severe stenosis was 45%. Following angioplasty, the subject stent was uneventfully placed across the target lesion. After the stent deployment, the diameter of the lesion at most severe stenosis was 12%. However, 10 hours post index procedure; the patient experienced an ischemic perforator/lacunar stroke. Imaging confirmed a stroke in the territory of the target lesion. No actions were taken. Three days post procedure, the adverse event was resolved with no residual effect. The adverse event was reported as related to both the implanted stent and the balloon device.

Event description:
The physician successfully performed a balloon angioplasty of the target left m1 middle cerebral artery 81% stenosed lesion. Post dilation, the diameter of the lesion at most severe stenosis was 45%. Following angioplasty, the subject stent was uneventfully placed across the target lesion. After the stent deployment, the diameter of the lesion at most severe stenosis was 12%. However, 10 hours post index procedure; the patient experienced an ischemic perforator/lacunar stroke. Imaging confirmed a stroke in the territory of the target lesion. No actions were taken. Three days post procedure, the adverse event was resolved with no residual effect. The adverse event was reported as related to both the implanted stent and the balloon device.

Manufacturer narrative:
Lot# corrected.

Event description:
The physician successfully performed a balloon angioplasty of the target left m1 middle cerebral artery 81% stenosed lesion. Post dilation, the diameter of the lesion at most severe stenosis was 45%. Following angioplasty, the subject stent was uneventfully placed across the target lesion. After the stent deployment, the diameter of the lesion at most severe stenosis was 12%. However, 10 hours post index procedure; the patient experienced an ischemic perforator/lacunar stroke. Imaging confirmed a stroke in the territory of the target lesion. No actions were taken. Three days post procedure, the adverse event was resolved with no residual effect. The adverse event was reported as related to both the implanted stent and the balloon device.

Manufacturer narrative:
Added: the device history record review confirms that the device met all material, assembly and performance specifications. The device manufacturing date & expiration date.

Event description:
The physician successfully performed a balloon angioplasty of the target left m1 middle cerebral artery 81% stenosed lesion. Post dilation, the diameter of the lesion at most severe stenosis was 45%. Following angioplasty, the subject stent was uneventfully placed across the target lesion. After the stent deployment, the diameter of the lesion at most severe stenosis was 12%. However, 10 hours post index procedure; the patient experienced an ischemic perforator/lacunar stroke. Imaging confirmed a stroke in the territory of the target lesion. No actions were taken. Three days post procedure, the adverse event was resolved with no residual effect. The adverse event was reported as related to both the implanted stent and the balloon device.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The physician successfully performed a balloon angioplasty of the target left m1 middle cerebral artery 81% stenosed lesion. Post dilation, the diameter of the lesion at most severe stenosis was 45%. Following angioplasty, the subject stent was uneventfully placed across the target lesion. After the stent deployment, the diameter of the lesion at most severe stenosis was 12%. However, 10 hours post index procedure; the patient experienced an ischemic perforator/lacunar stroke. Imaging confirmed a stroke in the territory of the target lesion. No actions were taken. Three days post procedure, the adverse event was resolved with no residual effect. The adverse event was reported as related to both the implanted stent and the balloon device.